Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the pump¿s audible alarm was intermittent when it was powered up. The pump emited a faint high pitched sound while display screen was awake. This was a single component failure issue involving the t1 inductor component of the oled high voltage circuit. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump had an intermittent alarm. This report is made based on results of investigation completed on 07/19/2016.